Event description:
Allegedly, patient was revised due to: excruciating hip pain, elevated blood cobalt; chromium ion levels; metallosis; metallic granulation tissue; scare tissue:- right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01380, -01381. (B)(4).